Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, a review of the black box found multiple power reboot events related to replace battery warnings. The battery compartment was found to contain multiple cracks. The battery cap was not returned, and could not be tested. A test cap was able to fit for testing. The pump was exercised for 24 hours with no loss of power occurring. The original complaint of an intermittent power issue was not able to be duplicated during the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.